Event description:
(B)(4). This initial spontaneous report was received from a consumer on 28-sep-2007. The husband of a female consumer and the adult female consumer herself reported that in (B)(6) 2005 she received therapy with injectable poly-l-lactic acid (sculptra) (lot number and expiry date unk) for cosmetic purposes. A nurse in the physician's office administered her first treatment; info regarding local anesthesia, reconstitution, and quantity injected were unk. Poly-l-lactic acid was injected around the edges of her mouth and upper lip, to past the corners around edge, but not all the way across her lower lip. Four to 8 months after her first set of injections, she noticed the bumps. She has developed bumps at every injection site; the largest is 3/4 of an inch and is located on the right upper lip. She has a minimum total of 12 bumps. At 8 months post injection, they have grown. Some of the bumps have grown together so that determining and describing the specific number and size is hard for her. No biopsy was performed. She has received steroid injections for the bumps from two physicians which have not worked. She now has a small depression in one bump from steroid injections. In (B)(6) 2005, she underwent another surgical cosmetic procedure which included the use of botulinum toxin type a (botox) which was not performed around her mouth. Concomitant medications included doxycycline for the treatment of acne and vitamins. No further relevant info was reported. Additional info for sculptra (lot #/ exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info for this spontaneous case received from a nurse on 07-nov-2007: this (B)(6) female pt, received treatment with 1/2 vial of poly-l-lactic acid (sculptra) on two occasions ((B)(6) 2005) reconstituted with 5 ml of sterile water, 1 ml of lidocaine and was given as topical local anesthetic. Poly-l-lactic acid (sculptra) was injected circumorally - chin area. The pt developed "bumps" under right nostril, above left vermillion border internal, easily palpated - none under lips (though product injected there, as well). Event onset date was (B)(6) 2006. A biopsy was not performed. She was treated with steroid injections - triamcinolone acetonide (kenalog 10) on (B)(6) 2006 to "bumps" which helped for a while. Poly-l-lactic acid (sculptra) was discontinued on (B)(6) 2005. At the time of this report, the outcome of the event was ongoing. Additional concomitant medications reported were ibuprofen (advil). The pt denied any allergies or illnesses. The reporting nurse assessed the event as possibly related to sculptra. No further relevant info was provided. Additional info for sculptra (lot #a4d05, exp date 30-apr -2006) from (B)(4): batch record review was without hint to root cause. The review of the device history reports and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.